Manufacturer narrative:
The reported event of ¿the pressure tubing was found detached at the one-way stopcock side" was confirmed. The pressure tubing had been detached from the bond joint with the vamp reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of tubing bond surface area. Craze marks were also evident on the bond surface area of reservoir stopcock. The tubing outer diameter was measured and found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The 510k number is unknown at this is a custom defined product.

Event description:
It was reported that when taking three dpt's (disposable pressure transducer)out of the packaging prior to use in patient, the pressure tubing was found detached at the one-way stopcock side. Replacing the set for another one the issue was solved. There was no patient involved in this case. Two devices are available for evaluation.

Manufacturer narrative:
Related medwatch numbers- 2015691-2016-02845, 2015691-2016-02847.